Event description:
Pt had severe allergic reaction to latex resulting from prolonged exposure to latex, both contact and airborne. Pt has symptoms of urticaria, rhinitis, asthma, dermatitis, occipitofrontal swelling, coronary artery spasms.